Event description:
It was reported that the surgeon noticed the tip of the tap was broken during use.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.